Event description:
It was reported that the user pulled on the infusion set tubing, suspected the connector had loosened, and re-tightened it, then questioned whether insulin delivery continued properly. No reported symptoms or adverse clinical effects. Outcomes included no impact on health and no alarms. Investigation included guided troubleshooting to verify the adapter was secured, confirm no visible leaks, disconnect from the anchor, prime the tubing until drops were observed, and reconnect to resume delivery. Investigation of this case revealed correct adapter seating, an intact infusion line without leakage, and successful priming confirming flow, consistent with a transient connection concern at the infusion set connector. It was concluded, based on previously established findings for similar reports, that user interaction with the infusion set likely disrupted the connection and that proper reconnection and priming resolved the issue.